Manufacturer narrative:
Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a nerve monitoring device was not working properly. In mode 1 it does not work and in mode 2, according to the service it gives failure. There was no patient impact.

Manufacturer narrative:
Analysis for the mainframe found out that the device has been received in good condition, there are no deviations found. Analysis for the interface found out that wave spring washers are worn. The fuse of channel stim 1 is defect. The parts have been replaced. The interface has been successfully tested according to manufacturers specifications. If information is provided in the future, a supplemental report will be issued.